Event description:
It was reported that a user experienced an occlusion with an infusion set (contact detach 6 mm, 23 inch) that coincided with blood glucose rising to approximately 300 mg/dl and remaining elevated for about two hours, which resolved after changing the insulin cartridge and filling the tubing. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included customer care troubleshooting and education. Investigation of this case revealed the issue was resolved after supply change, consistent with an infusion occlusion. It was concluded that an occlusion of the insulin delivery pathway occurred and was mitigated through replacement of supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.